Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal morphine 2.5 mg/ml at 0.0156 mg/day via an implantable pump for unknown indication for use. It was reported that the patient's catheter was kinked, patient was not getting any pain relief. Due study was completed and could not aspirate catheter. Kinked portion of catheter was removed and replaced with a new connector from a new 8781. The issue was resolved at the time of this event with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.